Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while in use with a patient. However, no adverse event or patient harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that live video feed would not appear all the time. The system log file was reviewed, but no cause was confirmed. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and reinstalled the software. Then system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the live and dual fluro video feeds drop out. The device was in clinical use. Philips has started an investigation of the complaint.